Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The remote arm controller (rac) was analyzed and found to the unit was installed onto a golden system where the component was triggered indicating fault on the rac. The unit is no good. The complaint regarding a non recoverable fault was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the remote arm controller (rac) 1. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a non-recoverable fault 40241 occurred. There was also a message advising to clean the blue fiber cables. The caller disconnected surgeon side console (ssc) 2 and rebooted the system. The customer proceeded with just one ssc. The system logs confirmed that errors occurred against the right master tool manipulator earlier in the day, and that blue fiber cable errors occurred. There were no reports of patient injury.